Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic after receiving hv therapy which did not convert the arrhythmia. It was noted that the patient has been lost to follow-up. Upon device interrogation, an alert for possible output circuit damage and low out of range hv lead impedance were observed. The device and lead were explanted and replaced without complication.